Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the console generated an unable to calibrate fiber optic sensor message and the blood pressure could not be displayed. A blood pressure transducer was used to obtain the pressure and therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).